Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on revealed the patient had died. Of note, the reportable serious injury is normally submitted via a summary report submission that would have been due on (B)(6)2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.

Event description:
It was reported the device system was explanted and replaced due to an infection. Later review of manufacturer's database revealed the patient had died 22 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.